Manufacturer narrative:
Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3998, lot# l80312, implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
It was reported that the patient had a high impedance issue. It was initially stated that the patient was scheduled for a lead integrity check on (B)(6) 2013. Stylet/lead compatibility was addressed. It was further clarified that the patient was actually scheduled for a lead revision on (B)(6) 2013. An impedance test from (B)(6) 2013 showed one side of the lead to be completely ¿out¿ (high impedance). The company representative had requested information on the revision kit contents and best practice on equipment usage to test high impedances during the procedure. Additional information was requested, if received, a follow up report will be sent.

Event description:
Additional information received reported that the battery and extension were changed. It was noted the patient was doing good.